Manufacturer narrative:
The affected device was returned and evaluated. Our investigation noted that the patient complained of lack of movement and pain. A lab analysis was performed and revealed some wear and burnishing was observed in the proximal articulating areas and wear was found on the distal surface of the insert. The wear on the distal surface indicates the patient was loading the insert while it was dislocated. Additionally, the anterior lock did not show rounding of the corners which indicates that the insert likely was not fully locked. A fully locked insert would typically show mild rounding in the areas where the insert engages the tibial tray anterior locking mechanism. Dimensional mismatch between the tibial insert and tibial base is one of the important factors contributing to the improper seating of the insert. The contribution of the tibial base to this issue is unknown as it was not returned.

Event description:
It was reported that a revision was performed due to insert disengaged from baseplate.